Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)was explanted due to normal battery depletion. However, initial analysis revealed a device anomaly. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared the elective replacement indicator (eri) after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
Detailed analysis is pending.